Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced leakage. The following information was provided by the initial reporter, translated from french to english: at 7:30 am: the patient calls the nurse and tells her that "the infusion is leaking". Observation of the nurse in the room: leak at the level of the vincristine syringe and the tap stop of the infusion: on the electric syringe pump, there were 15 hours of infusion left. The vincristine syringe was completely empty at the time of the observation (the product leaked to the floor).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-aug-2023. H6: investigation summary: one 50 ml syringe sample received by our quality team for investigation. Through visual evaluation, no molding or other defect can be noticed in the syringe, no burrs or deformations can be seen on the tip. The product was visually inspected, and luer cone fitting verification testing performed, no defects were identified. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced leakage. The following information was provided by the initial reporter, translated from french to english: at 7:30 am: the patient calls the nurse and tells her that "the infusion is leaking." Observation of the nurse in the room: leak at the level of the vincristine syringe and the tap stop of the infusion: on the electric syringe pump, there were 15 hours of infusion left. The vincristine syringe was completely empty at the time of the observation (the product leaked to the floor). Did the patient suffer any clinical consequences due to this incident? Chemotherapy not administered, chemo protocol greatly disrupted, loss of chance ++.

Manufacturer narrative:
The following fields were updated and corrected after further review: b5. Describe event or problem: it was reported that the bd plastipak ¿ - 3-piece syringe experienced leakage. The following information was provided by the initial reporter, translated from french to english: at 7:30 am: the patient calls the nurse and tells her that "the infusion is leaking". Observation of the nurse in the room: leak at the level of the vincristine syringe and the tap stop of the infusion: on the electric syringe pump, there were 15 hours of infusion left. The vincristine syringe was completely empty at the time of the observation (the product leaked to the floor). H.6 mdrf annex e grid - health effect - clinical code: e2401. Imdrf annex f grid - health effect - impact code: f06.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced leakage. The following information was provided by the initial reporter, translated from french to english: at 7:30 am: the patient calls the nurse and tells her that "the infusion is leaking". Observation of the nurse in the room: leak at the level of the vincristine syringe and the tap. Stop of the infusion: on the electric syringe pump, there were 15 hours of infusion left. The vincristine syringe was completely empty at the time of the observation (the product leaked to the floor). Did the patient suffer any clinical consequences due to this incident? Chemotherapy not administered, chemo protocol greatly disrupted, loss of chance ++.